Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had an impella 5.5 placed to support the patient post coronary artery bypass graft procedure. During implant, the impella 5.5 could not be delivered due to patient anatomy so an impella cp was placed. Reportable malfunction despite no harm or injury from delivery issue.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the cause of delivery issue is determined to be patient condition because the pump was unable to pass through vasculature. Device history review: the device passed all the post sterile inspection checks.